Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was a problem with the patient programmer. The patient was not able to adjust stimulation. The status lights were assessed, and all the lights were blinking on. The therapy had been turned off since (B) (6) due to inadequate stimulation. The programmer would not turn the therapy on. It was reviewed that if the device could not be interrogated, it may be at end of service (eos). It was noted that the patient was having difficulty finding a doctor familiar with the therapy after relocating. The patient was evaluated by a physician who after evaluation of x-rays, mris, etc. Believed the leads may have migrated. The patient wanted another opinion as she did not want to have surgery.